Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and observed the following: the data indicates that the device was connected to the patient through disposable defibrillation/pacing/ECG electrodes and the device was displaying the patient's ECG in the paddles lead. After approximately 2 1/2 minutes, the device user pressed the pacer button which automatically causes the device to switch the display to lead ii. It appears that there was no patient ECG cable connected to the patient as the recorded ECG shows only dashed lines. After approximately 1 minute, the device user pressed the analyze button and the device automatically switched to display the paddles lead again. After approximately 4 minutes, the device user pressed the lead button and switched the device to display a patient ECG cable lead and again, the device displayed only dashed lines. After another 1 minute 19 seconds, the device user pressed the lead button and selected the paddles lead again and the patient's ECG was displayed. Following this, there are indications of an intermittent connection to the patient through the disposable defibrillation/pacing/ECG electrodes for just over 7 minutes and then the ECG becomes stable for almost 6 minutes when it appears that the disposable defibrillation/pacing/ECG electrodes were disconnected from the device therapy cable. Approximately 3 minutes 45 seconds later the disposable defibrillation/pacing/ECG electrodes were re-connected to the therapy cable and the patient's ECG was again displayed through the paddles lead for the remainder of the device use. The customer later confirmed that there was no patient ECG cable used during the reported event. The cause of the reported issue was determined to be due to a use error as well as an intermittent loss of adequate contact to the patient through the disposable defibrillation/pacing/ECG electrodes.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the patient ECG leads and the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient was a (B)(6) male. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.